Manufacturer narrative:
The changes are the following: b.3. Date of event: 2020(B)(6). B.5. Describe event or problem: it was reported that a broken plunger was found before use with a bd luer-lok¿ tip syringe. The following information was provided by the initial reporter, "good morning. Our production department has detected cpn 13315 syringes where a piece is broken off of the plunger. I have some of the syringes from this lot that are still in the original packaging that also exhibit this defect if you would like for me to send some samples to you. At this time the lot is not being rejected however, we did want to make you aware of this issue." 18 occurrences were reported.

Event description:
It was reported that a broken plunger was found before use with a bd luer-lok¿ tip syringe. The following information was provided by the initial reporter, "good morning. Our production department has detected cpn 13315 syringes where a piece is broken off of the plunger. I have some of the syringes from this lot that are still in the original packaging that also exhibit this defect if you would like for me to send some samples to you. At this time the lot is not being rejected however, we did want to make you aware of this issue." 18 occurrences were reported.

Event description:
It was reported that a broken plunger was found before use with a bd luer-lok¿ tip syringe. The following information was provided by the initial reporter, "good morning. Our production department has detected cpn 13315 syringes where a piece is broken off of the plunger. I have some of the syringes from this lot that are still in the original packaging that also exhibit this defect if you would like for me to send some samples to you. At this time the lot is not being rejected however, we did want to make you aware of this issue.".

Manufacturer narrative:
H.6. Investigation summary: 21 samples were received. They came in a plastic bag. They are in the sealed packaging blister. Visual inspection was performed. They have the plunger rod damaged. One photo was provided. It shows a plunger rod out of the syringe. It has the rubber stopper. Is damaged. It is likely that the plunger rod was not properly centered when the rubber stopper was to be assembled inducing the damage. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a broken plunger was found before use with a bd luer-lok¿ tip syringe. The following information was provided by the initial reporter, "good morning. Our production department has detected cpn 13315 syringes where a piece is broken off of the plunger. I have some of the syringes from this lot that are still in the original packaging that also exhibit this defect if you would like for me to send some samples to you. At this time the lot is not being rejected however, we did want to make you aware of this issue."